Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild tortuosity, heavy calcification and 90% stenosis. A non-abbott intra-vascular ultra sound (ivus) was attempted, but it did not cross the lesion. Then the 2.25 x 12 mm nc trek balloon was advanced to the lesion. The balloon ruptured during the second inflation at 18 atmospheres (atm). There was no resistance during removal. The device was exchanged for a 2.5 x 13 mm non-abbott balloon, but it did not cross the lesion. The procedure was concluded and rotablation will be performed at a later date. No adverse patient effects were reported. There was no report of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: runthrough ns; guide cath: mach1 cls3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.